Event description:
Ventilator was alarming. Rt found vent monitor showing o2% error. Volumes were only 16-18%. Pt remained stable with o2 sats of 100%. Pt was bagged until new vent obtained. Malfunctioning ventilator locked out showing o2 sensor failure.